Event description:
It was reported that the patient's therapy never worked for her. X-ray suggested that the lead migrated about 2-3 inches. The physician was considering surgery to reposition the lead. Further information is being requested fro the hcp.